Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, iol was found to be cracked on the optics after insertion of the iol. The iol was replaced with another iol during the second surgery.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge with a qualified handpiece. A non-qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The IFU (instructions for use)instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Per the company IFU: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively).using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol(intraocular lens)and/or iol cartridge, affecting successful iol implantation. Multiple follow up attempts were made for more information. The file indicated that the company (4.50 cyl.) 16.5 diopter lens was replaced with another iol. The replacement lens model and diopter information was not provided. The reporter confirmed that the sample was discarded. The manufacturer internal reference number is: (B)(4).